Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level and blood glucose value was 43 mg/dl. The customer ate and decreased the basal to treat low blood glucose. The insulin pump will not be returned for analysis.